Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.

Event description:
It was reported that the wake button was delayed in responding to touch. There was no reported adverse impact to the customer.. Customer continued to use the pump for insulin therapy.